Event description:
Report received from abbott international affiliate-united kingdom, of a tubing separation at the bung. The device was in use via peripheral site for 48 hours. An unspecified IV push medication was being administered at the time of the separation. There was no report of bleed back or blood loss. No report of delay in therapy. Additional info was requested, but no further info was available.